Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing induced stimulation. The patient underwent an ipg replacement procedure and was doing well post operatively. The old ipg was replaced with an MRI compatible ipg. The explanted ipg was discarded.